Event description:
It was reported that the patient's presented to the clinic for a follow up. Upon interrogating the pacemaker, it was noted that the pacemaker had failed to capture. Programming changes were made. The patient was in stable condition.